Manufacturer narrative:
The event was reported via medwatch #(B)(4). Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was not returned. Images and medical records were not provided. The investigations was inconclusive for the reported detached filter limbs. Based upon the available information, the definitive root cause was unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Do not attempt to remove the meridian® filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Remove the meridian® filter using an intravascular snare and 10 french i.d. Retrieval sheath only. Refer to the optional procedure for filter removal section for details. Precautions: remove the meridian® filter with an intravascular snare and minimum 10 french i.d. Retrieval sheath only. Caution should be employed when using a snare to engage the hook of the filter only, avoiding engagement of filter arms or legs. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately two years and two months post deployment of a vena cava filter, during a scheduled retrieval of the filter, one leg and one arm allegedly detached. The filter and arm were captured and retrieved. The filter leg was retained extravascular. There was no reported patient injury.

Manufacturer narrative:
The event was reported via medwatch # (B)(4). No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately two years and two months post deployment of a vena cava filter, during a scheduled retrieval of the filter, one leg and one arm allegedly detached. The filter and arm were captured and retrieved. The filter leg was retained extravascular. There was no reported patient injury.